Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported that during an ami training a patient was injected with 1cc of juvéderm voluma® xc in midface bilaterally, 1 cc of juvéderm volbella® xc into the lips, and 0.07cc of skinvive¿ by juvéderm® into the chin/marionette region. Approximately 8 days later, the patient reported lumps and bums in the chin/marionette region, as well as minor bruising in the cheek. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier cn-159109(emdr-57443) and cn-159111(emdr-57445). This emdr is being submitted for the suspect product, juvéderm voluma® xc.